Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for 4 days. Tandem customer technical support informed customer that the cartridge and infusion set are indicated for use with tandem supplies for no more than 48¿72 hours. Customer changed cartridge and infusion set to address the issue. The customer's blood glucose (bg) level was "high" to 577 mg/dl. The customer changed supplies then went to the emergency room where they were treated intravenously with fluids of saline and insulin. The customer was released the next day with the issue resolved and no permanent damage.